Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that they need application support for possible false positives. Bd remote assistance attended site and reviewed result audit logs, found vials test status changed at the instrument level to ¿removed ongoing¿. Application reviewed customer workflow and advised that they systematically load the vials, suggested using a sticker on the outside of the instrument to indicate the next drawer for staff to load the vials. This way all the vials are grouped together by date and will be removed at the same time. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is vial test status changed at the instrument level. H3 other text : see h.10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged potential false positive results were obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged potential false positive results were obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.